Manufacturer narrative:
H3: the 6 pack battery was returned to the manufacturer for analysis. Performance testing and a visual/physical examination confirmed the reported issue and found the battery was not holding a charge. The 8 pack battery was returned to the manufacturer for analysis. Performance testing and a visual/physical examination found no fault with the returned 8 pack battery. H6: c02 and d02 capture the (B)(6) 6 pack battery analysis, and c19 and d14 capture (B)(6) 8 pack battery kit analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information: d10:product ID: (B)(6) serial/lot #: rev. 2 : s/n (B)(6) product ID: (B)(6) serial/lot #: rev. 1 : s/n (B)(6) h3) hardware parts have been received. However, analysis has not been completed at the time of filing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: the indicator (B)(6) battery monitor (rev. 1 : s/n (B)(6)) was returned to the manufacturer for analysis. The battery monitor board was installed into a known good system and the battery indicator showed it was functional and charging. The system booted, readied, and ran without any issues. 2d and 3d images were acquired successfully. No fault was found while under testing. The svc kit (B)(6) atp console etos (rev. 2 : s/n (B)(6)) was returned to the manufacturer for analysis. The atp console was installed into a known good system and the system did not fully initialize. The pcba was defective. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000126, serial/lot #: none, ubd: unknown, UDI#: unknown. Product ID: bi71000125, serial/lot #: none, ubd: unknown, UDI#: unknown. Product ID: bi71000579, serial/lot #: unknown, ubd: unknown, UDI#: unknown. MFR site: this event took place in (B)(6). Hardware parts were replaced. During inspection, it was confirmed that one x-ray battery was low with the j7 connector. Two batteries were inflated. Electronic components fell off from the atp board. The x-ray battery and atp board were replaced. The operation was confirmed to be good. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used pre-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the system couldn't take images. The procedure was completed with a c-arm and backup products. There was no reported delay to the procedure. There was no reported impact to the patient. Additional information was received. It was reported that error 25 was received in the log.